Event description:
The customer initially reported that the nurse experienced 1st degree burns to her finger tips when she unplugged the light cable from the mlx. The mlx had overheated and the green strain relief was extremely hot. There was no delay in surgery. On (B)(6)2012, customer reports no f/u issues, no treatment necessary for the burn.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based on the reported info.